Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the heavily tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 2.5x20mm non-abbott balloon dilatation catheter (bdc). The 3.0x23mm xience xpedition stent delivery system (sds) failed several attempts to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. However, the sds shaft was noted to be kinked and separated. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x24mm non-abbott sds failed to cross the lesion; therefore, the lesion was treated with balloon angioplasty. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.